Event description:
It was reported that during an unk procedure, the outer gasket was leaking. This incident occurred many times with the same number of series before. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable, device was not returned for eval.